Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment. It was reported that this was a mitraclip procedure to treat grade 3 mixed mitral regurgitation (mr). There was difficulty visualizing the clip, due to echo imaging and the rotated heart. The clip delivery system (cds) was advanced to the mitral valve and four grasping attempts were made lateral to the pre-existing cleft. After grasping attempts were made, the clip became caught in the lateral commissure, but the leaflets were still able to be grasped, so the clip was implanted on the leaflets in the lateral commissure. There was no reduction in mr. The procedure was discontinued. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of unchanged mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult grasping the leaflets and entrapment of device or device component (clip caught on anatomy) was due to patient anatomy and difficulties with visualization. The reported poor image resolution was due to the rotated heart; therefore, attributed to patient morphology/pathology. The reported patient effect of unchanged mr was due to the clip implanted at an unintended area. There is no indication of a product quality issue with respect to manufacture, design or labeling.